Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were harder to push and had to push buttons more than once to respond. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had rejected battery, cracks near reservoir and battery, crack on screen but can read screen. The device will not be returned for analysis.